Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment on 23 march 2017. The representative reported that they disconnected and reconnected all cable to the viewing station of the imaging system computer and the system then functioned as designed. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system would not start up. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The computer for the imaging system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The suspect mobile view station (mvs) power board assembly was returned to the manufacturer and evaluation was completed. No fault was found. Verified the fuses were good, installed the mvs power board on a working system and it operated as expected. Charging, 2d and 3d imaging were successful. It was not possible to confirm the reported issue.

Manufacturer narrative:
Correction: UDI provided. The interface cable was returned to the manufacturer for analysis. The cable passed bench communication 100t and gbit testing, as well as continuity testing. Installed the cable in a test imaging system and the system readied and functioned as expected. Communication, 2d and 3d imaging were all successful while under test. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.